Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97745bp lot# serial# (B)(6). Product type accessory b3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient's external devices. The reason for call was re garding the patient's recharge interval, stating they used to take a normal charge time from 45 min to an hour, however now it is taking 2 hours to charge. Rep states the patient's ins is sitting inthe correct spot, and there are no concerns for proximity of the ins to the recharger. Rep stated when they met with patient in the past, there have been no concerns with charging. Rep did not have the serial number of the (B)(6) at the time of call, so will plan to call back with the serial number. Rep plans to meet with the patient on wednesday. Rep called back and said the patient got the replacement recharger, but then saw that the controller displayed "replace controller batteries" message when removed from ac power supply even after reset of controller. Controller had been charging overnight and was at 100%, but when controller removed from ac power supply, replace batteries message displayed. Rep insisted the li battery pack and controller be replaced but was not with the patient to troubleshoot equipment. Agent sent follow up email to rep to gather numbers and will send request to repair for controller and li battery pack when email response received. Rep replied to email, so agent emailed repair to request battery pack and controller. No symptoms were reported. Additional information was received from the manufacturer representative (rep). Rep was contacted by pt today about long recharge durations of 3+ hours. Pt says they don't let their ins go below 30% and even after a long time charging the ins, it will only get to 60% charge level. It's unknown if there have been changes to the ins pocket site or any trauma. Pt was seen on march 29 and caller noted that the pt was positioning their recharger (rtm) paddle in a place that wasn't ideal and they were having problems getting excellent coupling. Tss noted that the pt has received a whole new set of external components so didn't want to replace anything else yet until we understand what's going on. It's unknown what pt's recharge speed is. Rep is going to send their 3/29 session report to tss and then we'll go from there.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturing representative (rep) reported that they met patient on (B)(6) 2024 and patient was having a difficult time getting an "excellent" coupling during recharge and that was likely the cause of longer charging towns. Patient was educated in best charging practices and positioning. Patient got a new program during the visit. There has been no additional information reported from patient.

Event description:
Additional information was received from the manufacturer representative (rep). Tss connected with rep to get session file and details about that visit to figure out next steps. Attached tablet session report from 3/29 which shows excellent recharge quality on all but one session. Recharge timing looks appropriate. Rep also noted from (B)(6) clinic visit that pt had a difficult time placing wr in correct place to get excellent coupling and was more often getting good coupling. Rep helped pt find correct place and then pt was getting excellent coupling. Per tablet, estimated recharge frequency was 7.4 days. Caller didn't check the pt's recharge speed during the visit. Sent email to reps with assessment on pt's recharge stats from (B)(6) recommending further troubleshooting with the patient in person.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial#: (B)(6), product type: recharger. Product ID: 97745, serial#: (B)(6), product type: programmer, patient. Product ID: 97745bp, serial#: (B)(6), product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.